Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast augmentation revision, as part of a clinical study, with two unspecified mentor gel implants. Post-operatively, the patient suffered left breast implant rupture and unspecified autoimmune symptoms , possible arthritis, issues with colon, intestine problems, brain fog, joint pain, spine pain, cannot sleep due to significant pain, pain around breasts abnormal bloodwork, unspecified health issues, and skin conditions. The patient also was under unspecified medication and went to hospital for two weeks. It was not specified if the patient received any intervention during the hospitalization. As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).